Manufacturer narrative:
Country of incident: germany.

Event description:
We have received information about a potential incident and would like to inform you about it. According to the user the ventilator failed during therapy. It alarmed and then shut down. Upon restarting, the display showed the message: "no option to boot to." No harm came to the patient as a second device was available.

Manufacturer narrative:
Country of incident: germany.

Event description:
We have received information about a potential incident and would like to inform you about it. It has been reported to us that the device fails to boot. At the moment we do not have exact information about this potential incident. We are currently working to gather further information about this potential incident.